Manufacturer narrative:
Final analysis found that the insulation was fractured at 24.3cm to 24.4cm from the connector pin. The abrasions were consistent with exposure to clavicular crush.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The pacer dependent patient was asymptomatic. The lead was explanted and replaced successfully. The patient remained asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information on 3/28/18 stated that the previously explanted lead also exhibited varying impedance on (B)(6) 2016.